Manufacturer narrative:
There was no injury to the patient as the result of this incident. Patient has been discharged from the hospital. The incident occured on (B)(6) 2016. Patient was stable throughout the procedure. We received the device and were able to confirm that the balloon was not attached to the catheter. We have reviewed our batch records for this lot and all manufacturing and qc steps were completed in accordance to our internal procedures. No issues were noted on the paperwork during the manufacturing and inspection steps. At this time it is unclear what definitively caused the balloon to detach but it could have been due to getting caught on the stent during the procedure.

Event description:
From the hospitals description of the incident, it appears as though a 4 french lemaitre embolectomy catheter was used to either occlude the aorta during the placement of an endovascular stent or to remove arterial emboli and thrombi. At some point during the procedure the surgeon noticed that the balloon was not attached to the catheter. The balloon was retrieved with no further issue.